Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the fluoro shot was successful.

Manufacturer narrative:
Name of initial reporter is unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the system would unexpectedly go into initializing please wait while taking a flouro shot. A reboot of the system resolved this. The procedure was completed using the imaging system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.